Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging an error 2 message issue with a one touch verio pro meter. The patient was unwilling to answer questions and hung up the phone. No troubleshooting was performed. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 2 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.